Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a stylet stuck in the lumen. The guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a competitor guidewire became stuck in the lumen of the attempted left ventricular (lv) lead. The lead was removed and a different lead was used to complete the implant. No patient complications have been reported as a result of this event.